Event description:
The procedure was an elective case. The target lesion was at the mid right coronary artery (rca). The lesion was de novo, type c, 100% occluded and 25mm in length. The target lesion was pre-dilated with a 3.0x20mm balloon at 10atm for 30 seconds. Two cypher stents were implanted. The first 3.0x23mm cypher stent was deployed at 18atms for 30 seconds. The second 3.0x18mm cypher stent was implanted at 20atm for 30 seconds. The two stents were overlapping each other. Post-dilation was conducted with a 3.0x20mm balloon at 22atms for 30 seconds. Ivus was not conducted. Timi flow pre and post procedure was 0 and 3. The residual % of stenosis after the procedure was 0%. Act was not measured. Anti-platelet therapies included aspirin 200mg/day and ticlopidine hydrochloride 200mg/day. Approximately three months post procedure the patient returned for treatment of two additional lesions located at the mid and proximal left anterior descending (lad) coronary arteries. At this time cag was conducted and thrombus was confirmed at the lesion where cypher stents were previously implanted. According to the reporter "because there is a collateral, the physician will monitor the patient for a while and decide in three months if treatment is necessary". Physician's comment: the probable cause of the late thrombotic event was due to the patient's lesion. It was a previously cto lesion treated with two cypher stents.